Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows a portion of the optic and a haptic is torn off the lens and is stuck in the tip of the cartridge. There is clear surgical residue on the cartridge. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge and the lens tore. There was no patient contact or injury.